Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of distorted audio was confirmed through observation. Evaluation experienced a no audio condition on all volume settings. The cause was found to be a failed speaker. The failed speaker was replaced through rear case replacement.

Event description:
It was reported that a spectrum pump had distorted audio output. It was also reported there was no patient injury.